Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). There was an open clamp on an unused line. The technical service representative (tsr) explained the alarm to the home patient (hp) and instructed him to cycle power for the system error 2367, then cycle power again to clear the alarms. The hp would setup with new supplies. There was patient involvement. No patient injury or medical intervention was reported.